Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The vendor found nothing wrong with it's lot sample during its investigation. If the device is returned at a later date, the investigation may be updated and reanalyzed. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 20 reports, regarding 24 devices, for this device family and failure mode. During this same time frame 4,556,675 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000005. Per the instructions for use, the user is advised the following: if necessary to remove blade: unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, ultra surgical smoke evacuation pencil was being used during a right knee arthroplasty on (B)(6) 2024 and ¿during a right total knee arthroplasty the bovie tip on an ultra fell into the patient. The surgeon had to stop the case and was able to find the bovie tip. A new pen was brought in to finish the case¿".there was no impact or injury to the patient or user. The procedure was completed with a new plumepen ultra and a 10 minute delay. The patient was reported as ¿stable¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, ultra surgical smoke evacuation pencil was being used during a right knee arthroplasty on (B)(6) 2024 and ¿during a right total knee arthroplasty the bovie tip on an ultra fell into the patient. The surgeon had to stop the case and was able to find the bovie tip. A new pen was brought in to finish the case¿" there was no impact or injury to the patient or user. The procedure was completed with a new plumepen ultra and a 10 minute delay. The patient was reported as ¿stable¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.